Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with large ketones due to high blood glucose on (B)(6) 2017 with blood glucose of 325 mg/dl and 365 mg/dl. Other blood glucose value was 225 mg/dl. Low battery, power loss alarm and replace battery now alarm were also reported. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.